Manufacturer narrative:
As reported, the capsure fixation device failed to fixate properly. Based on the information available and without having the sample to evaluate, no conclusions can be made. The device is alleged to have failed on the first attempt and was able to be used after with no further issue. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported capsure fixation device was used during the tapp procedures. The initial fastener failed to fixate and slipped off the tip while operating the device. It was reported that the first fastener has been retrieved. Subsequently, all the remaining fasteners were fixated without any issue. There was no reported patient injury.